Manufacturer narrative:
The customer did not return the suspected product. A device history record for the contour next ez meter (serial # (B)(4)) was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight is unknown. The model # was not provided.

Event description:
The customer stated that his contour next ez meter's display had missing segments. The customer also stated that he was hospitalized around the same time the meter's display had missing segments. The customer was given fluids in the hospital and his medication was changed. The customer did not provide the type of fluids given to him. The customer did not know if the treatment was due to the meter readings. No further event details were provided. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.